Manufacturer narrative:
(B)(4): this customer reported that the second shock delivered to a patient was not delivered immediately. There was no negative impact to the patient. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer reported that the second shock delivered to a patient was not delivered immediately. There was no negative impact to the patient.